Event description:
Device malfunction: unknown. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the right common femoral artery after an unspecified procedure. Reportedly, while advancing the thumb advancer during sheath splitting, a click was heard; however, it was unknown if the clip deployed. The device was removed and hemostasis was achieved by manual compression. There was reportedly no adverse patient effect. No additional information was provided.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device revealed that the vessel locator button was fully proximal. The thumb advancer was completely deployed. The exchange sheath was fully engaged with the hub and completely split. The distal end of tubeset was damaged, misaligned and carved into the nylon shaft. The clip was returned outside of the device. All internal components were normal of the received state. Based on the investigation, the most probable root cause for nylon shaft carving is a failure to maintain alignment between the tubeset and nylon shaft during thumb advancer deployment, causing the tubeset to carve into the nylon shaft. Damage at the distal end of the delivery tubeset could interfere with the movement of the clip when fired and disrupt the hemostasis process. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this investigation.